Event description:
On 6/17/97, crew arrived to find a male 77 years old in cardiac arrest. Crew attached unit but it did not deliver any shocks. Unit was on pt for about 9 minutes. Pt was flat line several times throughout the 9 minutes. On print out "fault" appears. Pt was transported by paramedics and pronounced at hosp. Customer is concerned about the fault message. Witness told crew pt was down 8 minutes. Civilian CPR started before crew arrived.